Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to provide the completed investigation results. Appearance confirmation: it had been cut at approximately 980mm from the distal end. The length of rear end side was approximately 314mm. Since the effective length of involved product is 1300mm, it was likely that the actual sample was missing approximately 6mm. The cut sections on the distal side (a) and proximal side (b) were confirmed. Following results were obtained in both cross sections (magnifying inspection). The side surface had been crushed. The reinforcement coil had been exposed and cut. The top surface had been crushed into an elliptical shape. The inner layer had been cut. No anomaly such as deformation was found in other sections of catheter (magnifying inspection). Function confirmation: outer diameter of catheter (normal section): it met the factory's specification. No anomaly was found. Inner diameter of catheter (normal section): it met the factory's specification. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code: no anomaly was found. Past complaint file of the product with the involved product code/lot number: no other similar report from other facilities was found. The following simulation test was performed in the past regarding the problem of this event. A factory-retained progreat was inserted into a factory-retained angiographic catheter (glidecath, with a stopcock), and the stopcock of glidecath was closed by approx. 90 °. After closing the stopcock, progreat was taken out of glidecath, and magnifying inspection was performed. It was found that it was cut at two sections where the stopcock was manipulated. A cut piece between each cut section was approx. 6mm. In addition, it was found that the side surface at the cut section was crushed, and the reinforcement coil was exposed, and the surface of cut section was crushed into an elliptical shape and the inner layer was cut. This condition was likely to be similar to that of the actual sample. Based on the investigation result, as a possible cause of this case, it was inferred that the actual sample was cut into three pieces due to some external force being applied to the involved section. However, since the details of procedure were unknown, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken."

Manufacturer narrative:
A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the product with the involved product code/lot found no anomaly. No other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported breakage of the progreat device involved. The progreat reached the target through the rh catheter. When the physician pulled out the guidewire, it felt a little stiff. When the progreat was pulled out, it was found that the catheter was broken in the end. There was no fragment of the guidewire left in the patient, due to where the breakage part was, near to the operator which is out of patient. There was no medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.